Event description:
Customer reported unexpected negative reactions when testing a sample with capture-ready screen 3 (crrs 3) on the echo.

Manufacturer narrative:
Review of the crrs 3 assay shows: negative reaction with cell I (donor b5727, heterozygous for k) visually this reaction appears negative. Negative reaction with cell ii (donor c4515, negative for k) visually this reaction appears negative. Negative reaction with cell iii (donor n3115, negative for k) visually this reaction appears negative. The positive control well appears as expected with a well score of 100. The reactivity of the k antigen was confirmed on retention crrs3 lot r082. The sample could not be ruled out as the cause of the unexpected negative reaction as it appeared to be at the threshold of detection when customer performed manual tube testing with peg.